Event description:
After connection, the pt mentioned that he was not felling well. He could not exactly describe the feeling. Pt ID is not available at this time. The disposable is unavailable for evaluation because the customer discarded the set. This report is being filed due to insufficient info provided at this time to determine if a malfunction, medical intervention, or potential for serious injury occurred.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in progress. A follow-up report will be provided.